Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, where a liberte bare metal stent placed, an acute thrombosis occurred. Additional information was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.